Event description:
Patient contacted dexcom technical support and left voice message on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Three subsequent attempts to re-contact the patient were made with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.